Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for bladder issues. It was reported that patient was no longer going through a trial. The reason for call was patient states after they had a trial lead put in, they were taken off their bed in the middle of the night due to being shocked. Patient states the pain was so severe that they thought they were dying and they ended up pulling the leads out of their body themselves. Patient states they were not able to sit up to get the controller and didn't know what else to do. Patient states they still have a sore spot down their spine from it and they want manufacturer to know about this. Patient also mentioned they have a metal implant in their spine due to a ruptured disk and were wondering if they should've been disqualified to be a trial patient because of the metal in their body. Patient states they want to know if this what caused it. During call, it was reviewed known adverse events to the therapy and how different positional changes can effect the way the patient perceives stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.